Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had significant relief from the implantable neurostimulator (ins) but as time went forward they found it of less help and decided to have it removed. It was noted that the patient tolerated the procedure well and they returned to the ambulatory prep area in good condition. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-45, lot# v121154, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that they had a neurostimulator and maxed out the controls between (B)(6) of 2008 and (B)(6) 2009. Their health care provider (hcp) had removed the stimulator system in 2009. The related medical history included spinal pain. A supplemental report will be submitted if additional information is received.